Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site subsequent to required radiation for other medical issues not related to the cochlear implant. Subsequently the device was explanted on (B)(6) 2015. The device has not been made available for analysis as of the date of this report, june 18, 2015.

Manufacturer narrative:
This report is submitted june 7, 2017.